Event description:
A malfunction alarm with code malf 12 was reported, accompanied by fault ID 12_0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.